Manufacturer narrative:
4/12/2023 - we were contacted by a patient's husband who stated that his wife has a capsocam stuck in her small intestine for several months. And he was reading online about different methods of retrieval but wanted to know what method is most often used for retrieval today. 4/13/2023 - we reached out to the patient's husband indicating that they should discuss it with his wife gastroenterologist. We also advised that the method for capsule retrieval will depend on several factors, including the indication for the capsule endoscopy examination and the suspected reason for the retention. We requested the information of the gastroenterologist from the patients' husband so we can send the frm-89 to be completed. Patients husband was contacted several times on 4/17/2023, 4/24/2023, 5/1/2023 & 5/19/2023 without any response, therefore this complaint was closed and will be re-opened if further information is obtained.

Event description:
4/12/2023 - we were contacted by a patient's husband who stated that his wife has a capsocam stuck in her small intestine for several months. And he was reading online about different methods of retrieval but wanted to know what method is most often used for retrieval today. 4/13/2023 - we reached out to the patient's husband indicating that they should discuss it with his wife gastroenterologist. We also advised that the method for capsule retrieval will depend on several factors, including the indication for the capsule endoscopy examination and the suspected reason for the retention. We requested the information of the gastroenterologist from the patients' husband so we can send the frm-89 to be completed. Patients husband was contacted several times on 4/17/2023, 4/24/2023, 5/1/2023 & 5/19/2023 without any response, therefore this complaint was closed and will be re-opened if further information is obtained.